Event description:
Spontaneous communication from the home health registered nurse who reported that she is currently in the patient's home and the pump is malfunctioning. She gets alarms and error messages when she tries to prime. She reported that the patient's infusion is going fine via gravity tubing for today. No missed dose or side effects reported. The product lot number and expiration date are not provided. It is unknown if the defective device is available for return. No further information was provided. Indication: other common variable immunodeficiencies. Reported to (B)(6) by: health professional.